Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 3008452825-2021-00324. Following a focal atrial tachycardia ablation procedure, two hours later the patient became hypotensive and a tamponade was noted. A perforation was then located in the right atrial appendage. The patient was eventually noted to be stable and was later treated at another hospital for the tamponade. Specifics on any intervention conducted are not known. Where the perforation occurred, no ablation was delivered in that zone and it was not believed that the transseptal needle was in that area either. There were no performance issues with any of abbott's devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Contact force was lost for 4 minutes during the procedure, and no ablations were performed in that time frame. No other instances of contact force loss were noted and the recorded temperatures indicated cooling during rf ablation. The event description states that there were no performance issues with any abbott device. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.